Event description:
A case study was submitted for review titled "a tale of two in stent restenosis in same patient: surprising findings from optical coherence tomography". The patient presented with angina on exertion and resting chest pain associated with diaphoresis for 1 month. The patient was a follow-up case of acute coronary syndrome and 16 years ago, had undergone a percutaneous coronary intervention (pci) of the left anterior descending (lad) artery using a non-medtronic 3 × 13mm first generation drug eluting stent (des) and the left circumflex artery (lcx) using medtronic driver 3 x 18mm cobalt-chromium alloy coronary stent system. The patient was a proven case of hypertension and was not known to be diabetic. On examination, the patient had a bilaterally clear chest and stable vitals. There were no other significant findings. Electrocardiogram (ECG) revealed a normal sinus rhythm and the ejection fraction was found to be normal (60%) upon performing a 2-d echocardiography. Coronary angiography was done, which was suggestive of a left dominant circulation. The proximal part of lad, before stent placement had 80¿90% occlusion and in stent restenosis (isr) was 50%. In the lcx, before stent placement, there was 80% occlusion and its isr was 90%. The non-dominant right coronary artery had no visible occlusions. The patient was planned for imaging guided pci to the lad and lcx arteries. Optical coherence tomography (oct) was performed before going for pci. Within the lad, it revealed the presence of embedded stent struts, calcified neo-atherosclerosis, protruded stent struts, partially uncove red stent struts and proximal lesion with minimal lumen area. Pci was performed to the lad, after it was predilated with a 2.5 × 10mm non-compliant balloon at 16atm pressure. Following this, a 3 × 26mm overlapping everolimus eluting stent (ees) was used. Thrombolysis in myocardial infarction (timi) three flow was achieved post-dilation with a non-compliant balloon 3.5 × 10mm at 22atm pressure. Oct performed in the lcx artery, before going for pci, revealed the presence of lipid neo-atherosclerosis, neointimal hyperplasia, calcified neo-atherosclerosis and stent under expansion due to calcium. Pci was performed to the lcx artery after predilating it with a 2.5 × 10mm non-compliant balloon at 16atm pressure. A 3 × 40mm ees was deployed, and timi 3 flow was achieved through post-dilation with a 3.5 × 10mm non-compliant balloon at 20atm pressure.

Manufacturer narrative:
Journal article: a tale of two in stent restenosis in same patient: surprising findings from optical coherence tomography year: 2023 ref: https://doi.org/10.1002/ccr3.8222 b3: date of publication medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.